Event description:
Clinical study. It was reported that following a coronary artery stenting procedure the patient experienced restenosis. The lesion being treated was a 3.00mm, 90% stenosed, 21.0mm long portion of the proximal left circumflex (prox lcx). The physician treated the lesion with predilatation using a 2.97x20mm balloon to 12.0atms. The physician then successfully placed a taxus express2 3.0x24mm stent in the prox lcx at maximum 16.0 atms. Post-dilatation was performed using a 3.36x9mm balloon at maximum 14.0 atms. Post-ivus was performed. The stent was well positioned and well expanded (post-% of stenosis: 0% / timi flow 3). The procedure was completed without any problems. The patient discharged 4 days later. About 263 days after the index procedure, follow-up angiography confirmed the prox lcx was 75% stenosed. Percutaneous coronary intervention (pci) procedure was performed for the restenosis. The patient was discharged 35 days later on plavix and aspirin.

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. The manufacturing records were reviewed and no issues or discrepancies were found and met specifications. The most probable root cause is anticipated procedural complication as this event is a known physiological effect of the procedure and is noted within the dfu.

Event description:
It was further reported that the patient's restenosis was accompanied with ischemia (stable angina). The reintervention lesion was 3.ox10mm and was treated with balloon angioplasty resulting in 0% residual stenosis. The event was resolved the same day, however the patient remained hospitalized for percutaneous transluminal angioplasty (ptca) of the common iliac and femoral artery and pyelonephritis.

Manufacturer narrative:
(B) (6)(B) (4)